Manufacturer narrative:
No patient was present at the time of alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The system's position sensor unit (psu) has been returned to the manufacturer. Tracking was found to be normal throughout the volume during functional testing. The psu passed a peg board test and point merge without issue. The psu passed an aak test at .43mm with minimal line separation of .67mm. The psu was found to be fully functional. No problem found.

Event description:
A medtronic representative reported that when she was testing optical navigation with the stealthstation treon system camera, it would gradually become inaccurate. She tested at different locations in the field of view (fov) and after a few minutes navigation would become 5mm-1cm inaccurate. It was reported that the camera had been bumped recently. The alleged malfunction did not occur during surgery and no patient was present.